Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the abdomen and presented with possible paradoxical hyperplasia. The patient is two months post treatment and the treatment area is hard and raised with some discomfort.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional later withdrew complaint of paradoxical hyperplasia as the patient seemed to have no adverse event. This record is no longer reportable to the FDA and will be un-reported.